Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the computer had 5 bad sectors on the hard drive. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system displayed a disc boot failure when starting the system. It was reported that restarting the navigation system did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The hard disk drive (hdd) was returned to the manufacturer for evaluation. No fault was found during functional testing and visual/physical examination. The hdd performed as expected and the issue could not be duplicated.

Manufacturer narrative:
Correction - device manufacture date corrected.